Event description:
It was reported that the patient's "site was bad" when attempting to place a smiths medical cleo® 90 infusion set. The patient's blood sugar at the time of incident was noted to be 284 mg/dl. It was required that a new site be placed and a correction bolus of insulin was given. The patient recovered with no further adverse effects.